Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the tip of the fiber was fractured inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. It was reported that the device involved in the incident is not available to be returned to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. However, based on photographs provided by the user, the reported complaint description is confirmed. The root cause for the reported defect cannot be determined, but it does not appear to be manufacturing related. During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. The exact root cause of the event cannot be determined at this time, although it is unlikely that the kit was packaged with the broken component. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).